Manufacturer narrative:
Reason for reoperation due to capsular contracture baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported right side "capsular contracture", baker grade unknown. Patient additionally reported "difficulty breathing," "collapsed rib cage," and "auto immune issues"; these events are not device related. Device has been explanted.